Event description:
The pt's vendor reported that the pt experienced elevated blood glucose of up to 320 mg/dl for the past 4 weeks. The pt reported that the infusion set packaging was "cloudy" and believes the products became too hot resulting in elevated blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will provided in the supplemental report.